Event description:
It was reported that during the implant procedure, suitable test parameters could not be obtained. The lead was also unable to be fixed into position. The lead was not implanted and no patient symptoms were reported.

Manufacturer narrative:
(B)(4).